Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The chip was uploaded and indicated 6 autoclave cycles for the handle. A pmv representative adapter and single use loading unit(sulu) were connected to the subject handle and applied to test media. The device responded correctly and the reload was able to be fired. The reload cleanly applied staples and transected the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colectomy functional end to end anastomosis, the first firing for the anastomosis, the surgeon articulated the jaws and fired the device to the small intestine successfully and then removed the device from the tissue and handed it to the nurse. The nurse pushed the blue button and the silver button at the same time, however could not return the jaws to the straight position. The status indicators were illuminated blue, the handle indicator was flashing green and the 3 progress firing indicators were flashing red. The nurse could not remove reload from the adapter. The device was replaced with a manual stapler and the following firings were completed with no issues. There was no injury caused to the patient and no medical intervention was required as a result of the device issue.